Event description:
In 2000: a diabetic under continuous pump therapy informed disetronic medical systems, USA that they were hospitalized for hyperglycemia. Insulin had allegedly been leaking out from the luer lock and not reaching the pt. The nurse noticed this. The nurse at hosp had thrown away the used set.